Event description:
It was reported that during an intravascular procedure, the tip of the wire broke outside the patient during insertion into the sheath. No patient injuries or complications occurred.